Event description:
The customer installed dimension xl/rxl/arx software revision 5.2 and lost previously designated small sample container (ssc) segment designations. As a result, the imt probe crashed into the ssc, causing probe damage. No results were reported and there were no adverse pt consequences.